Event description:
Fresensius kabi received the following request for additional information: on january 30, 2025, we received MDR 3004548776-2025-00036 (importer MDR#) for a volumat agilia infusion pump (model number z019040, serial number (B)(6)) stating a patient was on noradrenaline. During treatment, it was observed that the infusion was not infusing as programmed and the patient was deteriorating. Specifically, the infusion pump stopped infusing with the warning of bubbles in the circuit; however, an inspection of the circuit did not show bubbles. The patient expired. Fresenius kabi has addressed the additional follow up questions as follows: the pump triggered a functional air alarm, which is a normal response when the air sensor detects a certain threshold of cumulative air passing through the line. Since the pump was not returned for evaluation, the specific value for cumulative air set in the pump's parameters cannot be determined at this time. The functional air alarm notification is classified as a high-priority alarm. It triggers an audible sound, flashes a red led, and displays the "air alarm" message, which blinks on the screen. A review of functional air alarm complaints from (B)(6) 2023 to (B)(6) 2025 was conducted. There have been no additional instances of patient death or serious injury resulting from delays in responding to a functional air alarm. There have been no recalls for the volumat agilia infusion pump related to reports of the functional air alarm. The instructions for use (IFU) contain several references regarding functional air alarm warnings and/or safety features, including operator response and/or problem resolution. The investigation and evaluation can only be conducted through a log review, as the pump has been retained by the hospital and reintroduced for patient use. The log review clearly indicates that a functional air alarm occurred at 13:02:33 on (B)(6) 2024. On (B)(6) 2024 at 12:14:55, the device is switched on, on battery. At 12:15:37, the infusion starts @3 ml/h with a pressure threshold @750 mmhg. From 12:15:37 to (B)(6) 2024 at 04:12:03, the infusion takes place without any apparent problems. On (B)(6) . 2024 at 04:12:07, the infusion starts @17 ml/h with a total volume infused of 197.628 ml. At 07:59:43, the volume is reset to zero after infusing 262.010 ml. At 10:05:38, the kvo mode is automatically activated at the end of the infusion with a total volume infused of 35.618 ml and the flowrate switched @1.000 ml/h. At 10:18:55, the downstream occlusion alarm stopped the infusion, with a total volume infusion of 35.840 ml. At 10:19:47, the infusion re-starts @17.000 ml/h. From (B)(6) 2024 at 10:19:47 to (B)(6) 2024 · at 12:41:44, the infusion takes place with several starts and stops by the user and resets of the infused volume, but with no apparent problems. On (B)(6) 2024: at 12:41:52, the infusion starts @20.000 ml/h with a total volume infused of 0.696 ml. At 13:02:33, the air alarm stops the infusion. At 13:23:15, the door is opened (20 minutes after the air alarm). At 13:24:54, the device is switched off. At 13:24:55, the device is switched on. At 13:30:02, the infusion re-starts @20.000 ml/h. At 13:55:24, the user stops the infusion with a total volume infused of 8.442 ml. At 13:55:27, the device is switched off. The log review indicates that the pump was not attended to until 20 minutes after the alarm was triggered. Without access to the device, determining the root cause of the alarm is not possible. Based on the information provided, the customer confirmed that an operational error occurred and that the pump had already been returned to patient use. As a result, the local team decided not to remove the pump for further investigation. It has been concluded that the patient's death resulted from a user error, specifically the failure to respond promptly to the pump's functional air alarm. .

Event description:
The following has been reported: event date: 30/12/2024. Premises: uti adult sterile. Hours: between 11:00 am and 1:07 pm. "Severe patient on vasoactive drug (noradrenaline 20 ml/h). It was observed that the infusion was not infusing as programmed in the bic, at no time did the bic signal infusion failure, bubbles and alarm, when it was evidenced by the attendant that the patient presented pcr, evolving to death."infusion pump serial number (B)(6). "Infusion pump tag hga-017/ serial number (B)(6) stopped infusing noradrenaline with the warning of bubbles in the circuit, to the multiparametric monitor patient with map 32mmhg, I check circuit and do not identify bubbles, restart pump, patient ends up evolving to pcr in asystole, rpc start following acls, but patient evolved to death" more information is needed to complete the investigation.